Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion code 68 failure (event) observed during analysis. A partial lead with the lead tip measuring 48.0cm was returned for analysis. Internal insulation abrasion was noted at 41.1-41.6cm from the distal tip. The etfe coating was intact at this location. Reliability laboratory technician reliability laboratory technician st. Jude medical crmd reliability laboratory